Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind due to the motor encoder signal out of phase. The device had cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and stained end cap sticker.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error and the device was exposed to an MRI. Customer's blood glucose was 126 mg/dl. Troubleshooting was performed. The device was exposed to an MRI. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.